Manufacturer narrative:
(B)(4) 2015 03:54 pm (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiovascular for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
Tubing in custom pack kinked. Customer had to work kinks/memory bends out of tubing during to use.